Event description:
It was reported that the healthcare professional was getting resistance when refilling the device. No troubleshooting was done. Per the reporter, "the pump had been stopped for a lengthy amount of time and needed to be replaced." The pump was explanted. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B) (4).